Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 04/12/2017 with the following findings: no tactile feedback ,"ok" button on keypad. Keypad was removed to inspect the condition of the contacts, "ok" button dome switch damaged/cracked. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an unresponsive ok button.. This report is made based on the results of an investigation completed on 04/12/2017.